Event description:
Patient reported that their infusion set had broken. Additionally, the patient reported that in 01/2005, another infusion set pulled apart. Patient indicated that their blood glucose was elevated (226 mg/dl). The patient self-treated by changing their infusion set, and delivering a bolus.